Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a moderately tortuous vessel of the upper limb. A 6.0mmx40mmx40cm sterling balloon catheter was advanced for dilatation. However, during inflation at 14 atmospheres, the balloon ruptured. The device was removed without any problem. The procedure was completed with a different device. No patient complications were reported nad the patient's status was good.